Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
On (B)(6) 2015, intuitive surgical inc., (isi) received the fenestrated bipolar forceps instrument from the hospital and no information concerning the return was provided to isi. Multiple attempts have been made to obtain additional information regarding the returned instrument on june 01, 05, and 12, 2015 however no success in receiving additional information.